Event description:
Facility reported: "when they inflate, the cuff would not inflate. Air fills in the pilot balloon instead of the cuff. The cuff would not deflate. Another tube with a hole in the cuff."